Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device upgrade procedure, insulation damage proximal to the suture sleeve was noted on the right ventricular lead. The physician patched the lead with the repair kit. The patient was in stable condition.